Event description:
It was reported that the litter/jack had fluid leak onto the floor. The device is currently pending evaluation and the model and serial number have not been provided yet.

Event description:
It was reported that the litter/jack had fluid leak onto the floor.

Manufacturer narrative:
Investigation is completed. Model and serial number and have been provided and section h codes have been updated.